Manufacturer narrative:
The insulin pump was received with compromised force sensor system alarm during basic occlusion test due to loose motor support disk.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose level was unknown at the time of the incident. The customer also reported that the insulin was squirting during manual prime process. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.